Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory had a tear. The customer used a backup instrument to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical engineer (ce) and obtained the following additional information regarding the reported event: the mcs tip cover accessory instrument was inspected prior to use and no damage or anything out of the ordinary was noticed. There was no arcing observed. The issu was identified after the surgery. The tip cover accessory was appeared to be installed properly during surgery. No orange part was exposed or visible. The installation tool was used. No lubricant was applied to the tip of the monopolar curved scissor instrument. It is unknown if the instrument collided with other instruments. No fragment fell into the patient. There was no patient injury. The customer completed the surgery with the same mcs instrument. The ce confirmed that the transparent area of the mcs tip cover had the tear.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument tip cover accessory was found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover accessory and measure 0.126" to 0.179¿ in length. There are no signs of thermal damage present at the end of the tear but a small piece appears to be missing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.